Event description:
The customer contacted abbott reporting they were unable to calibrate the axsym rubella igg assay and observed error code 1018 (calibration check failure, calibrator a, result too high). The customer reported all other axsym assays have no calibration issues. The customer was sent a new lot of reagent and calibrators, and achieved successful calibration. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.